Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hosp.

Event description:
The hosp reported that during a mis ablation procedure, the left atrium was punctured when the surgeon tried to reposition the device. It was decided to perform emergency thoracotomy to sew the puncture. The pt is reported to be doing ok after the procedure. It was reported that the pt had a large atrium, and the muscles were fiber. It was commented that it was believed that the device should have been pulled out of the port to reposition; however, this was not performed.